Event description:
It was reported that the intra-aortic balloon (iab) could not pass through the sheath introducer. Additional information received in 2009, stated while in the cath lab, the iab was inserted via the femoral artery. The md inserted the iab through the super arrow-flex sheath introducer that came with the iab. The iab could not pass through the sheath, only a few centimeters were introduced and then, the md could not advance the iab any further. As a result, the iab was removed from the sheath, and another iab was inserted. The new iab "worked well."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.